Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump goes into error 4606" was confirmed through pump power up test. Error code 46510 was present, replaced printed wiring assembly board. Further investigation found the upstream occlusion sensor was defective and therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump goes into error 4606. The event occurred during testing.